Event description:
Detachment of device component during procedure, undetected. Retained foreign body following procedure. Patient had an outpatient laparoscopic left ovarian cystectomy. During procedure a cohen uterine manipulator was used with an acorn tip. During the procedure the acorn tip became disconnected from manipulator. This was not detected during procedure. Patient was dispositioned home. Returned to provider clinic the next day with complaints of vaginal fullness. Vaginal exam performed and acorn tip discovered and removed with no harm to patient. FDA safety report ID#: (B)(4).